Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device was returned and the investigation is ongoing. Follow-up is in progress to obtain additional information regarding the event from the customer. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head displayed a fuzzy image with multi-colored pixels. The malfunction was identified during an unknown procedure. There were no reports of patient harm associated with the event.

Event description:
It was further reported that the procedure was completed with a similar camera head device.

Manufacturer narrative:
This report is being submitted for additional information obtained from the customer and to provide correction to information that was inadvertently missed in the previous submission.

Manufacturer narrative:
The returned device was evaluated and user request ¿image was fuzzy and multicolored pixels¿ was confirmed due to faulty charge coupled device. Moreover, the device failed the leak test. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.